Event description:
Treatment of an ophthalmic ica (internal carotid artery) aneurysm measuring 6mm. During the procedure, it was reported that the delivery pusher of the pipeline fractured before the proximal bumper and the entire system was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The broken proximal segment of the pushwire and the pipeline were returned for evaluation. The pipeline was found damaged and cross sectional analysis of the break point showed that the failure of the core wire occurred due to torsional overload. (B)(4).